Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte ag bc global wing pnk 20gax1.16in package had poor perforation. This occurred on 3 occasions before use. The following information was provided by the initial reporter: hcp couldn't tear perforation between the package.

Event description:
It was reported that insyte ag bc global wing pnk 20gax1.16in package had poor perforation. This occurred on 3 occasions before use. The following information was provided by the initial reporter: hcp couldn't tear perforation between the package.

Manufacturer narrative:
H.6. Investigation summary : bd received six 20 gauge insyte autoguard blood control units from lot 8186683 for evaluation. A review of the device history record was performed for the reported lot and no related quality issues were found. Our quality engineer visually inspected the returned unit and observed that the package had partially missing perforations and tears to the packaging. The engineer attempted to separate the packages and felt resistance and tearing. Based off the visual inspection the engineer was able to verify the reported defect. It was determined that there was an issue with the packaging process that caused the perforation to be incomplete. The manufacturing facility has been notified of this incident and the findings. A notification was issued for all associates involved in the packaging process to raise awareness of this issue. H3 other text : see h.10.